Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine injury ('puncture uterus'), device dislocation ('device get migrated') and hysterectomy ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine injury (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant) and underwent hysterectomy (seriousness criterion medically significant). Essure was removed. At the time of the report, the device dislocation and hysterectomy outcome was unknown. The reporter considered device dislocation, hysterectomy and uterine injury to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine injury ('puncture uterus'), device dislocation ('device get migrated') and hysterectomy ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine injury (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant) and underwent hysterectomy (seriousness criterion medically significant). Essure was removed. At the time of the report, the device dislocation and hysterectomy outcome was unknown. The reporter considered device dislocation, hysterectomy and uterine injury to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality safety evaluation of ptc.(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.